Event description:
"After the system had been fully deployed in accordance with the Instructions for Use (IFU), it was observed that approximately two rows of stents remained within the delivery sheath of the Treo system in the area of the ipsilateral limb; see figures.Is this event related to a device failure / deficiency? NO.Was this event an anticipated / expected event? NO.Was surgical intervention required? NO.Is this event related to the Procedure? YES.Is this event related to a Pre-existing condition? Possibly.If event is related to a device failure or deficiency. Please indicate what the suspecteddevice failure/ deficiency is.Although the stent had been fully deployed using the device handle, the ipsilateral limb remained inside the Treo sheath by approximately two stent rows (and was therefore not deployed).After the system had been fully deployed in accordance with the Instructions for Use (IFU), it was observed that approximately two rows of stents remained within the delivery sheath of the Treo system in the area of the ipsilateral limb".Patient Outcome: "Conditions were made more difficult by the additional effort required to mobilize the ipsilateral limb. No patient injury occurred."

Manufacturer narrative:
Bolton Medical is voluntarily reporting an event related to a TREO custom-made device. The Custom made TREO devices are not marketed in the US, however they are similar to the TREO Abdominal Stent Graft Delivery System approved for sale in the US (P190015). The event occurred in Germany.Bolton Medical, Inc. (d/b/a Terumo Aortic), herein known as the "company", is submitting this report pursuant to 21 CFR Part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to Part 803. This statement should be included with any information or report disclosed to the public under the Freedom of Information Act.